Event description:
The customer reported that the 9800 system displayed a collimator iris error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the high voltage cable and calibrated the system. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.